Manufacturer narrative:
(B)(4). The customer's meter and test strips have been requested for investigation. A f/u report will be submitted if the products are received.

Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 26 mmol/l and 8 mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'b' and 'c' zones. Results in the 'c' zone are considered clinically significant. There was no report of death, serious injury or mistreatment.